Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets had issues with the components separating during use. The following information was provided by the initial reporter: "fyi, whave seen a big uptick in product issues recently. They all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets had issues with the components separating during use. The following information was provided by the initial reporter: "fyi, whave seen a big uptick in product issues recently. They all seem to be coming apart somewhere in the set. It seems like the glue is not working on our sets."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation no leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.